Manufacturer narrative:
A philips service engineer inspected the system on-site. Log file analysis showed a frame grabber failure in the flexvision pc. A new flexvision pc was installed and configured and the system returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not complete start up. The system was not in clinical use. No harm has been reported.